Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they were unable to connect to the patient's ins. The caller was with pt, and troubleshooting was provided in real time. The caller was able to pair the handset and communicator, but the communicator was unable to find ins. It was confirmed that the correct app was being used. The caller attempted several times to change communicator positions and did restart external controllers. The patient reported they had a few falls 2 weeks ago, but they were to the patient's knees and not on their back side. Pt denied having any medical procedures. Pt initially reported they did not know if the ins was working, but eventually confirmed they were not experiencing any bothersome symptoms. Pt reported the only time the ins was accessed was when they went to their managing hcp's office, which he thought was sometime within the past year. Pt reported they depend on their hcp to tell them if their device is still functional and effective. The agent reviewed the MRI scanning guidelines for this scenario and suggested the patient make a follow-up appointment with their managing hcp for device interrogation.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.